Event description:
The infection was confirmed by bacterial culture to be staphylococcus aureus (mrsa). No additional relevant information has been received to date.

Event description:
It was reported that the patient had recovered from the infection at their generator. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the clinical study patient had an infection at the generator site. The generator passed all functional specifications and quality tests and was sterilized prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.